Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed an "air-in-line" message. During functional testing, the reported false "air in line" was not reproduced. Evaluation completed the tubing retention clip test, flow rate accuracy break in run, upstream occlusion sensor test, and air in line sensor test with no issues; the device met specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a false air in line alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.